Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported through an implant card that a vns patient's first implant was explanted several day after surgery due to an operative infection. Attempts to obtain additional information regarding the event have been unsuccessful to date as the treating physician is no longer practicing medicine and no further information is known at the moment.